Event description:
It was reported that since implant, the implantable neurostimulator (ins) had been turning on and off on its own. This occurred when the patient turned in his sleep and when he walked by his stereo, as well as at other times. Interrogation on (B)(6) 2012 showed 1464 activations. Impedance measurements on the quad lead were within normal limits. The ins was replaced. The patient was fine and the issue was resolved with the new ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Lead model unknown lot# unknown implanted unk explanted unk. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 7425, serial # (B)(4) found no significant anomaly. The ins was functionally okay.